Event description:
It was reported that the omega v angio table started moving longitudinally when no one was touching the controls. Technician indicated that, prior to incident, witt cables had been draped across table and were touching the joystick of the slave smart handle. The accidental activation is believed to be caused by the cables activating this smart handle. The emergency stop would have terminated this motion is operator had used. No injury was reported.